Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the drawer will not close, even when trying to recover the storage space or when user is logged out the drawer remains open causing a delay in dispensing medications for patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer contacted customer to troubleshoot issue and was able to walk them through checking for medication jam in the back of drawer. The system functioned as intended after the field service engineer troubleshooted the device.